Manufacturer narrative:
Additional information has been provided in d6b (implantation date). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
Investigation summary: no product was returned. Hematoma: the cause of the hematoma was not determined due to insufficient clinical details. Pain: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1980855. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A hematoma was observed at the impella insertion site. The patient was reported to be stable per the physician.